Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had alarmed a pump error 63. The customer mentioned they did not hear the alarm from the sensor. The customer¿s blood glucose during the incident was 5 mmol/l. Self-test was performed, and the pump error alarm recurred. It is unknown if the device will be returned for analysis.